Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.